Event description:
After our first pullback the physician went to remove the vis-rx, the pressure wire was kinked and was pulled out upon removal of our catheter. The physician had been working over the soft radiopaque portion of the wire which is not recommended. I have gathered some photos for review and have the catheter.